Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Lot#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when injecting the intraocular lens (iol), the doctor noticed that there was a stringy cellophane-like film left on the optic. He feels it may be some of the residual inner coating of the platinum cartridge being injected into the eye with the iol. He was able to remove the stringy film with irrigation/aspiration. No patient harm was reported. No additional information was provided to abbott medical optics.